Manufacturer narrative:
(B)(4).

Event description:
It was reported that customer has communication issues with his programming tablet and the usb cable is suspected. It was reported that the wand battery has been replaced without resolving the problem. A new usb cable was requested to be sent to the customer. Follow up indicated that the customer received the new usb cable. After replacing the suspected usb cable with the new one the issue was resolved.